Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic tip fractured when the doctor impacted the glenoid into the baseplate. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h2, h3, h6, h10. Visual examination of the returned product identified the item fracture. Results of the sem analysis identify fracture surface artifacts of river lines, hackle marks, and striations indicating low cycle fatigue culminating in overload fracture. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.